Event description:
PICC catheter was being inserted via right antecubital fossa but failed to advance beyond the subclavian region. PICC rn was withdrawing the catheter when it broke at the 17 cm mark leaving 18 cm of the catheter fragment in the pt. A vascular surgeon retrieved the catheter remnant the following day without negative sequelae. On (B)(6) 2016 cardiac catheterization post procedure - retrieval of PICC line into snare sheath then outside the body.